Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided pictures identified signs of wear on the patellar implant. As the implant was not returned, further evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. The radiographs were not sent for additional review and it was deemed they would not enhance the investigation. Complaint is confirmed with the provided pictures. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised approximately 12 years post implantation due to lysis(wear) of patella button. The articular surface was also revised as a best practice. No additional information is available.